Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was implanted on (B)(6) 2024. In early (B)(6) of 2025 the patient report vomiting, feeling bloated and abdominal pain. The physician ordered an x-ray, and it was confirmed that the bib intragastric balloon was hyperinflated. The physician performed an endoscopic procedure and removed the balloon. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a1046 is being used to capture the reportable event of inflation problem. Impact code f2202 is being used to capture the reportable event of endoscopic procedure.